Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, the patient was at her grandmother¿s house when her cgm repeatedly showed "low". However, a fingerstick test revealed a significantly elevated blood glucose level of approximately 400 mg/dl. During this time, the patient experienced nausea, stomach pain, and lethargy. Her boyfriend performed fingerstick tests every 15 minutes while encouraging her to drink water and continue receiving insulin through her pump. Her ketones were later checked and were found to be high (no specific value documented). Due to her worsening condition, her boyfriend transported her to a hospital in (B)(6). Upon arrival, the patient¿s fingerstick glucose was measured at 230 mg/dl. She was admitted and remained in the ICU for two days as she was diagnosed with dka. During hospitalization, she received IV fluids, IV insulin, and potassium supplement tablets as part of her treatment. The patient was discharged on (B)(6) 2026, still experiencing nausea and lethargy, but with improvement from her initial presentation. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.